Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 03-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (2000 at 450 mcg) via an implantable pump for intractable spasticity. It was reported that the patient was experiencing withdrawal. An external factor that contributed to the issue was that another healthcare provider (hcp) cut the catheter in a different unrelated procedure. No diagnostics/troubleshooting were performed. The damaged catheter was explanted and replaced. The explanted catheter was discarded. The issue was resolved at the time of the report. The patient's weight and medical history were asked but unknown.